Event description:
While performing a routine treadmill, the program was progressing from stage I to stage ii. The ECG screen went blank. The speed and elevation went to maximum. Pt was removed without injury.